Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device hub was disconnected from endotracheal tube. The customer stated when they connected the patient to a ventilator, the tube was stretched and allowed the hub to separate. It was indicated they were able to successfully re-intubate the patient.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device hub was disconnected from endotracheal tube. The customer stated when they connected the patient to a ventilator, the tube was stretched and allowed the hub to separate. It was indicated they were able to successfully re-intubate the patient.